Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. The camera instrument was noted with damaged stage assembly, worn out housing components, and a cut in the light cable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the picture was distorted. The customer changed out the endoscope with no success. The surgeon elected to convert the procedure to an open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the open procedure was completed successfully with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the open procedure was completed successfully with no injury to the patient.